Event description:
It was reported that a pt having been implanted a vascular graft 2 years ago subsequently died. The doctor indicated that it is more than likely not an issue with the graft.

Manufacturer narrative:
Method: no device evaluation was performed since the device was not retuned to the manufacturer and the product identifier was not provided. Results: no review of the device history record was done since the product identifier was not provided. Conclusions: no conclusion can be drawn.